Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an increase in glucose reading errors and lost signal alerts. No additional patient or event information is available.